Event description:
It was reported 3 months after implant, the pt's device stopped working. The pt has not had the device checked since it stopped working. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.